Event description:
During insertion of the catheter over a spring wire guide via the subclavian vein, the spring wire guide unraveled and became entangled in muscle tissue. The wire guide was removed via a surgical procedure. There were no further complications.